Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 10, 2025. Upon further investigation of the reported event, there was no latest information and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 4210, 4315). The affected sample was not returned for evaluation; however, a video was provided that confirmed the event. The video shows the outflow of the bubble from the gas out part of the oxygenator and the red transparent liquid were observed on the floor. Possibilities were considered based on the video provided, that could lead to plasma leakage. Without the actual device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D.4. Primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was foaming. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.